Event description:
It was reported that there was a concern about this implantable cardioverter defibrillator (ICD)'s longevity. The device's longevity decreased significantly from the last interrogation. It was noted that the patient had fallen. The most recent interrogation was to ensure that the fall was not device related. It was noted that there was no evidence to indicate that the device caused the fall. Technical services (ts) reviewed the reports and stated that the device confirmed the device exhibited premature battery depletion (pbd). Ts advised device replacement. The device remains in use. No additional adverse patient effects were reported. Additional information was received indicating that the patient does not want the device to be replaced due to their current health condition, which is not related to any device performance allegation.

Event description:
It was reported that there was a concern about this implantable cardioverter defibrillator (ICD)'s longevity. The device's longevity decreased significantly from the last interrogation. It was noted that the patient had fallen. The most recent interrogation was to ensure that the fall was not device related. It was noted that there was no evidence to indicate that the device caused the fall. Technical services (ts) reviewed the reports and stated that the device confirmed the device exhibited premature battery depletion (pbd). Ts advised device replacement. The device remains in use. No additional adverse patient effects were reported.